Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: what was the product code and lot/batch number for the stapler used with the ecr60w cartridge (ex, ec60, long60a, pse60a, etc)? The device was a ec60. Photo analysis: based on the photographic evidence provided of the subject ecr60w cartridge, a cause for the complication cannot be determined.

Event description:
It was reported that during an unknown procedure, malformed staples deployed after the third firing with white reload. Two white reloads were used before this event. Changed hand sewing to complete the procedure. There were no adverse consequences for the patient reported. One reload was discarded.